Event description:
It was reported to philips that the system would not power on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The customer reported that the system is not turning starting. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The issue has been resolved by the customer and system is in good working order.